Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted due to a paravalvular leak after implant. The device was replaced with another edwards bioprosthetic valve, same model and size. The explanted valve was discarded by the hospital. The healthcare provider also noted that there was no malfunction or deficiency of the device. No other details provided.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. There may be multiple causes of pvl. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Anatomical factors may also create difficulty seating the bioprosthetic valve resulting in pvl. Unfortunately, the root cause of this event could not be confirmed with the available information and without the sample device. Requests for additional information are currently being made. No further actions are possible at this time.